Manufacturer narrative:
Product event summary: analysis was able to confirm the customer comment of a broken atrial connector, and additionally noted that the lower case was broken, both output connectors were discolored and contaminated, all six case screws as well as the hanger screw were contaminated and that both liquid crystal display wires were pinched but were not compromised. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator had a broken atrial connector. The generator was returned for service. No patient complications have been reported as a result of this event.